Manufacturer narrative:
As no initial reporter, contact or facility information was provided, no additional information could be requested or obtained. No information was provided on reporter of incident, entered as "unknown". Please note there is no appropriate code to capture the report of an additional incision needed to remove the broken fragment. The complaint is inconclusive. To date, the device has not been returned for evaluation and no photographic evidence was provided. Therefore, the reported failure cannot be verified. Should the device be returned an evaluation will be performed. Upon completion of the complaint investigation a supplemental and final report would be filed. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 devices, for this device family and failure mode. During this same time frame 12,597 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.00008. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Per the IFU, the user is also advised to not bury the electrode tip and insulator in tissue. The electrode tip must be completely surrounded by conductive fluid when activated in order to avoid damage. The IFU also advises the user to not pry or pull tissue using the device. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The complaint was created due to a sus voluntary event report # mw5090280 received by conmed 25october2019. The customer reported an issue with the meniscectomy electrode, standard design, item c5010a, unknown lot. That occurred during use on (B)(6) 2019. It is indicated that the right angle bovie tip broke off in tissue during a left knee arthroscopy meniscectomy. The patient required another incision to remove. The report was submitted as a "serious injury" due to the surgical intervention. No initial reporter, contact or facility information was provided, and no other information was made available. This report is being raised on the basis of injury due to the surgical intervention needed to remove the tip fragment